Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital for lightheadedness one month ago. The pt was found to be septic and was placed on IV antibiotics. The pt found to have necrotic chole. A cholecystectomy was performed but there was no improvement. The pt became dialysis dependent with hepatic renal failure. Mechanical circulatory support was withdrawn and the pt expired the following day.

Manufacturer narrative:
The pump will not be returned for eval, as the pump was not explanted. No further info is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.